Event description:
It was reported that during the implantation procedure of the hickman catheter occurred a small laceration near the cuff. A new catheter was used.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huxa1701 showed no other similar product complaint(s) from this lot number.